Event description:
It was reported that pump displayed malfunction alarm that could not be reset and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup therapy while technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to place malfunctioning pump in storage mode and return it using prepaid label; customer was also advised to enter pump settings and reconnect continuous glucose monitor to replacement pump and to select appropriate setup option when starting new device.